Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise could not be reproduced. No intervention was performed. No patient symptoms were reported; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.